Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, foreign material remained in the biopsy channel because reprocessing was not completed due to leakage from the subject device. As a result, the suggested event occurred. Reprocessing by the user was not deviated from IFU. IFU states detection methods in tjf-q190v operation manual 3.3 inspection of the endoscope. The following IFU instructs to contact olympus if leakage is detected. Therefore, discontinuing reprocessing at detection of leakage was not deviated from IFU. Reprocessing manual_ reprocess the endoscope_ leakage testing of the endoscope_ perform the leakage test if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and one (1) cfu of streptococcus salivarius was found in the instrument/biopsy channel. The device was retested, and no micro-organisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.